Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the calcified and severely tortuous mid to distal left anterior descending artery (lad). It was first attempted to pre-dilate the lesion with a non-bsc 2.0x15mm balloon but the balloon would not cross. Next, another non-bsc 1.25x10mm balloon was advanced successfully across the lesion and used to pre-dilate. After this, a taxus liberte' 2.50x24mm stent was advanced but would not cross the lesion. The stent delivery system was removed from the patient and it was noted the stent edge was lifted. The procedure was completed with a different device. No patient complications were reported and the patient status was reported as "good".